Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer low blood glucose was 47 mg/dl and low blood glucose level was treated with food. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode was not applicable. The insulin pump will not be returned for analysis.